Event description:
Falsely elevated sodium results were obtained on two patient samples. The results were not reported to the physician. The original samples were repeated and lower results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated sodium results. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was unknown. The instrument is performing within specifications. No further evaluation of the device is required.